Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from the u.s. That the rotaflow drive spins up to just above 1000 rpm's then shuts down with a head error. When the incident happen is requested but still pending. (B)(4).

Manufacturer narrative:
The rotaflow drive with serial number (B)(6) send to germany for repair by the manufacturer emtec under RMA#(B)(4). 2020-02-25: the concerned drive was received by maquet. 2020-03-10: the failure head error could be confirmed after testing in the service department. Same failure was already investigated at em tec on 2017-02-27: the defective drive was sent to the supplier em tec for further root cause investigation: 2017-02-27: em tec report no. (B)(4): the reported head error is a result of wrong handling of the user see below causes. The reported failure could be reproduced and confirmed. Most possible root cause could be determined as: 1. The head error is caused by the hot plug. When device is in operation and the power plug is plugged in or out. And this leads to a damage at the control board of the rotaflow. 2. The head error follows by the sig error. This is when the ultrasonic crème is applied to the flow bubble sensor. Then the centrifugal pump is causing backflow and this leads to the head error. 3. The head error is also caused by shaking the drive. This is when the motor (which is controlled by the optical tacho) is not blocked when adjusting to 0 then it could lead to error when slight shaking. The motor could then slightly rotate. 4. The head error can be caused by connection issues between the console (rfc) and the drive (rfd).this is when the cable connection is disturbed by defective pins. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: 293810.